Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized and had to be resuscitated due to a pacing inhibition. The field representative requested an analysis as there was no episode on the data. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized and had to be resuscitated due to a pacing inhibition. The field representative requested an analysis as there was no episode on the data. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction h6 field: code f1001 added.